Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Rep was scheduled to see the patient this morning to reprogram her device. When she no showed and rep followed up to see if they could reschedule, she told the rep she had scheduled an explant for october 4 due to burning in her lower back near the battery site. She had stimulation turned off for a week and the burning sensation was still there, and she was not willing to have reprogramming/troubleshooting performed. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.